Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a third cartridge and resumed insulin delivery, declining to inspect the o-ring on previous cartridges as advised by technical support, who confirmed the o-rings were in place and undamaged. Customer was advised to contact technical support if the issue persisted.